Manufacturer narrative:
Information added/updated to section b4, g3, g6, h2, and h6 (type of investigation, investigation findings, and investigations conclusions). The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) intra procedure was confirmed with empirical evidence based on the information provided by edwards clinical specialist. Per the information provided, there was no difficulty while removing the sutures and no device issues during implantation. Additionally, there was no anatomical/procedural complications. Evaluation of the available information is unable to identify a potential root cause for this event. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
From the report received from germany, edwards received notification of a pascal precision ace procedure in mitral position with two previously implanted mitraclips where there was an slda of the pascal device. There was no difficulty while removing the sutures and no device issues during implantation. There was no anatomical/procedural complications. The grasping position for the pascal device was medial of the lateral mitraclip a2/p2. The grade of regurgitation remained severe before the procedure, at the time the slda happened and after the procedure. It was not tried to stabilize the pascal as the patient already had three implants. The patient will undergo heart surgery.